Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle had a safety shield failure that led to a dirty needle stick injury. The following information was provided by the initial reporter: "material no: 368607 batch no: 0260547. Ahs mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: minimal harm. Ahs optional report to cmdsnet (health canada): yes. Incident details: I was performing a blood collection on a patient. After I removed the needle from the patient I was closing the needle using the safety guard lock and it broke off. The dirty needle scraped my left thumb and broke the skin. The broken plastic piece ( needle cover ) fell to the floor. Who was affected? Health care professional. Unexpected or prolonged care? No. Frequency of problem: first time. Device information: device name/description: needle blood collection eclipse 21 gauge x 1.25 inch with luer adapter. Manufacturer: bd. Manufacturer code/model: 368607. Serial or lot number: (B)(6). Expiry date: 2025-09-09. Supplier: (B)(4). Supplier catalogue number: 308-368607. Is device retained: yes. Number of devices: 1. Wipe, contained, labeled? Wiped, double-bagged, labelled. Investigation request: expected type of investigation: actual device tested, report history/trend analysis, lot review shipping instructions request date : (B)(6) 2021. Site shipping address: (B)(4).

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. CAPA pr # 1465371 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle had a safety shield failure that led to a dirty needle stick injury. The following information was provided by the initial reporter: "material no: 368607 batch no: 0260547. (B)(6) mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: minimal harm. (B)(6) optional report to (B)(6): yes. Incident details: I was performing a blood collection on a patient. After I removed the needle from the patient I was closing the needle using the safety guard lock and it broke off. The dirty needle scraped my left thumb and broke the skin. The broken plastic piece ( needle cover ) fell to the floor. Who was affected? Health care professional. Unexpected or prolonged care? No. Frequency of problem: first time. Device information: device name/description: needle blood collection eclipse 21 gauge x 1.25 inch with luer adapter. Manufacturer: bd. Manufacturer code/model: 368607. Serial or lot number: (B)(4). Expiry date: 2025-09-09. Supplier: (B)(4). Supplier catalogue number: 308-368607. Is device retained: yes. Number of devices: 1. Wipe, contained, labeled? Wiped, double-bagged, labelled. Investigation request: expected type of investigation: actual device tested, report history/trend analysis, lot review. Shipping instructions request date (yyyy-mm-dd): 2021-03-18. Site shipping address: (B)(4).